Manufacturer narrative:
Attempt(s) for additional information were unsuccessful with the funeral home and physician. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID: 694965, implanted: (B)(6) 2006, 4092-58 implanted, (B)(6) 2002; 4592-53 implanted, (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to a fractured right ventricular (rv) lead. The rv lead was programmed off. It was noted that the patient was admitted into hospice and died approximately ten days later.